Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that during pretesting, the balloon was found to leak. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt.